Manufacturer narrative:
The returned product was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would cause the delivery of insulin or late deployment of needle mechanism. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 23 mmol/l (414 mg/dl) after wearing the pod between 4 and 24 hours. The pod was deactivated and she noticed that the cannula was bent. (B)(4).